Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 32x4mm, 70% stenosed, eccentric, graft anastomosis lesion being treated was located in the mildly calcified, mildly tortuous saphenous vain graft to the right coronary artery. Access was gained through the femoral artery. The physician pre-dilated the target lesion with a 3.5x20mm maverick balloon catheter and reduced the stenosis to 45%. The physician then advanced the 4.00x32mm promus element stent delivery system (sds), however resistance was felt and the sds was unable to cross the lesion. The sds was successfully removed and it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 32x4mm, 70% stenosed, eccentric, graft anastomosis lesion being treated was located in the mildly calcified, mildly tortuous saphenous vain graft to the right coronary artery. Access was gained through the femoral artery. The physician pre-dilated the target lesion with a 3.5x20mm maverick balloon catheter and reduced the stenosis to 45%. The physician then advanced the 4.00x32mm promus element stent delivery system (sds), however resistance was felt and the sds was unable to cross the lesion. The sds was successfully removed and it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The stent moved distally on the balloon with the proximal end of the stent 7mm from the distal edge of the proximal markerband. The distal section of the stent was stretched to approximately 3mm distal from the tip of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).